Event description:
A technician reported that at one month post bilateral lasik, the patient has had photophobia and hyperopic refraction in the right eye. They have increased the steroid drop use. Another report is files for the left eye. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).